Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced five infusion sets falling off due to poor adhesive event on 05-feb-2026. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).